Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating an issue earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as the discrepancy did not persist when contacting support. Customer resolved the issue by reloading the same cartridge, and cts advised them to call back for further troubleshooting if the problem reoccurs.